Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, no image due to a faulty printed circuit board. Additionally, the insulation sheet was broken, scratches on the rear cover, bezel wound, damage to glass, and slight corrosion on all output connectors; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The surgeon at the user facility further reported the event occurred on (B)(6), 2022 and was found during a ureteroscopy procedure. The device was inspected prior to procedure but no abnormalities were observed. There are no adverse effects or impact to the patient as a result of postponing the procedure. To date, the procedure has not been scheduled or completed.

Manufacturer narrative:
This supplemental report was submitted to provide additional details to the event description.

Event description:
The olympus (omsi) field service engineer was informed that once the customer high-definition liquid crystal display monitor is powered on, only the control menu (led) light emitting diode is on and the start up logo is not showing on the screen. The scheduled therapeutic ureteroscopy procedure has been postponed. There is no reported patient impact related to this occurrence. Per an onsite visit at the user facility, the olympus (omsi) field service engineer confirmed the monitor is blacked out.

Manufacturer narrative:
Per an onsite visit at the user facility, the olympus fse confirmed the monitor is blacked out. The cause of the reported issue is unknown, however, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. In general, the end user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.